Event description:
Customer reported a past low blood glucose event with a measured level of 44 mg/dl. This event required a visit to the emergency room and subsequent hospitalization, including admission to the ICU, but no injury occurred. The customer received IV and saline fluids as treatment; however, the issue persisted, yet no permanent damage was identified by healthcare providers. The customer was released from the hospital on (B)(6) 2025.